Event description:
Chief tech reports air pressure decay test failure after initial use of dialyzer. Device was used without incident for dialysis treatment. Actual sample discarded on day of event. Lot number recorded.